Event description:
The patient was admitted to the hospital (B)(6) 2016 for fever of unknown etiology. After infectious disease consult and further testing, tee was done and found large mobile vegetation on the body of the atrial aspect of the mitral valve as well as echo density in scv and the right atrium associated with the pacing wire, likely vegetation. Recommended explanation of infected pacemaker and extraction of leads with mitral valve replacement surgery. Subject refused any surgical interventions and continues to refuse surgery at this time. Infection has contributed to recent sensing issues during 24 month visit for pacemaker check on (B)(6) 2016.

Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In conclusion, the infection was not device related.